Event description:
The customer obtained a false positive, non-reproducible vitros trop I es result on a pt sample on the vitros eci analyzer. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The false positive result was questioned by the physician and a corrected report was issued following repeat testing. There were no allegations of harm as a result of this event.

Manufacturer narrative:
The investigation determined that the vitros eci was operating as intended, and that the customer was performing analyzer maintenance as recommended by the MFR. The initial result was obtained on a heparin plasma sample. Repeat testing using serum samples produced the expected negative trop es results. The root cause for the false positive trop I es result is unk, however, sample processing cannot be ruled out as a contributing factor. The customer was not following the collection device MFR's recommended centrifugation protocol.